Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that for about the past 3 weeks, they have been having issues charging the implant. Pt stated that it is taking forever to charge the implant and the recharger cord is getting very hot where the 'battery is'. Agent understood this as the relay box. Recharger telemetry module (rtm) gets hot while charging. A request was sent to repair to replace the recharger. No patient harm was reported.

Event description:
Additional information is received from the patient saying it was hot where the battery was and that the issue is resolved with the new replacement.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed the arrow rubbing off, this does not impact the functionality of the recharger, record the two values the number high (100) the number low (100), passed all bench tests, complaint unverified, found no issues with rtm finding ins. Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.